Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor turns off sometimes. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, faulty power supply unit (g1 board) was confirmed at the repair department. We, therefore, surmised that phenomenon ¿monitor turns off¿ occurred due to faulty power supply unit (g1 board). Faulty qb board was confirmed at the repair department. We, therefore, surmised that phenomenon ¿sometimes, flickering and no image occur¿ occurred due to faulty qb board. Olympus will continue to monitor field performance for this device.